Event description:
It was reported to philips that the heartstart xl defibrillator paddle charge button remained on after being pressed during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.